Manufacturer narrative:
Follow-up # 1 date of submission 02/19/2014 - device evaluation:the pump has been returned and evaluated by product analysis on 02/04/2014 with the following findings:a review of the pump history showed no evidence of short battery life was recorded. Evaluation revealed that the battery compartment was cracked. The pump current draws were found to be within the required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power issue involving damage to the pump. The patient's mother reported that the pump loses power within 1 day when using lithium batteries, and 1 hour using alkaline. A crack in the batter compartment was observed. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.